Event description:
Information was received from a patient's representative (patient rep) regarding an implantable neurostimulator (ins). The reason for call was patient rep mentioned the stimulator was charged every 4 days, the charge level at that point would be down to 40/50/60 and it was not doing that anymore. Patient rep mentioned now if they went 4-5 days it says 90% (agent understood patient rep was referring to the implant not going down in charge). Patient rep then mentioned the patient as experiencing discomfort and their back starts hurting patient uses a heating pad. Patient rep mentioned it was getting to a point for the patient where they couldn't do anything and the pain was all on the back. When asked for event date, patient rep mentioned seeing this pattern for a week or 10 days. Agent instructed patient rep to connect to the mystim app, but the handset showed not found communicator. Agent then walked patient rep through closing all applications, toggling bluetooth off/on and resetting the communicator. Patient rep then opened the mystim app and confirmed they were able to connect to the patient's therapy settings. Implant 90% and communicator 100%. Patient rep confirmed the therapy was on; patient was on group b and noted that was the most comfortable group for patient. Agent asked, patient rep mentioned all 4 programs were turned off and agent instructed patient rep to turn on the 4 programs. Agent walked patient rep through adjusting the stimulation in group b, group c and then group a. Patient rep was able to increase stimulation, and patient felt a little bit of tingling in the lower right leg in group a. In group c, patient rep noted the patient felt tingling on the right leg like it was coming from the ankle, felt a little tingling in the upper body going to the pelvic born and a little tingling on the left leg. In group b, patient rep note patient felt tingling from the calf to the thigh. Patient rep noted patient was unsure where to feel the tingling, agent asked and patient rep noted a week ago patient had cataract surgery and patient fell. Agent reviewed with patient rep to close all applications. The issue was not resolved. The patient was redirected to their healthcare provider (hcp) to further address the issue. Technical services (tss) spent a long period of time talking with pt about their handset and communicator and the basic of working with these components. Pt wanted to reduce their stimulation as it felt too intense. The communicator did have to be reset because the bluetooth light was not showing during communication attempts. Tss walked pt through the handset and communicator functioning and pt was ultimately able to connect with their ins (pt's husband usually did all the programming of their device so pt didn't understand how the handset and communicator work) and reduce all 4 programs of group b and then pt was feeling more comfortable with their stimulation. Tss reviewed with pt that they will need to monitor their pain and whether they will need to increase or decrease stimulation. Tss also reviewed that it was common for pts to need lower settings when they recline or lie down. Pt was going to make an appointment with hcp to go over their programming and go through the interface more so that pt can make changes themselves to their own stimulation. Tss updating case to add that the pt was getting too much stimulation when they tried to lie down and sometimes in other positions but pt didn't know how to decrease their stimulation. Pt also indicated they were getting discomfort in their leg which may have been related to having too high of settings as it felt like a jolting sensation.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.